Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that drawer not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had software issue. A field service engineer reached out to customer via telephone, walked through a cold boot process and upon reboot no failed storage spaces were called out by the med application. Customer was able to inventory medications in drawer 5.1 in the main. The system functioned as intended after the field service engineer repaired the device.